Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the front panel didn't work, and the light-emitting diode (led) on the video system center didn't illuminate. There were no reports of patient harm associated with this event.

Event description:
It was further reported that the device problem was observed during the general inspection of the device. No patient was patient involved in this event.

Manufacturer narrative:
Updated fields: b5 and h6.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, and h10. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated. The device evaluation uncovered the following faults: (a) the front light-emitting diode (led) was not glowing, (b) the switches were not working due to faulty internal circuit boards (dp and cm boards), (c) no image was being displayed because of the faulty boards, (d) heavy corrosion was found on the dp and cm boards, and the wires for the boards were rusty, (e) the paint on the top cover had peeled, and heavy corrosion was noted, and (f) some minor corrosion was noted on the front and rear panels, as well as the chassis. The investigation confirmed the failure of the led to glow, the failure of the device to produce an image, the faulty internal circuit boards noted above, and the front panel switches that were not working. A review of the device history record (DHR) found no deviations that could have caused or contributed these issues. The DHR confirmed that the subject device was shipped in accordance with the specifications. Definitive root causes were not established, however, the following potential causes were identified for each of the above failures. Corrosion was thought to have caused the failures of the cm and dp internal circuit boards. The non-functional led and front panel switches were directly related to the failures of the dp and cm boards because these components control their functioning. Olympus will continue to monitor field performance for this device.